Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was "has been passing out" and it was recommended that the patient seek emergency care. Follow-up information received from the clinic did not reveal any additional information. The status of the device is unknown. No further patient complications have been reported as a result of this event.